Event description:
It was reported that stent damage occurred. The diffused, severely target lesion was located in the right coronary artery. After a 6f non-bsc guide catheter was crossed the lesion, pre-dilation was performed with a 4.0mm non-compliant balloon catheter. Following pre-dilation, the 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, despite of the low anatomical complexity and a little angulation of the vessel, the device failed to reach the target lesion. The whole system was removed and the proximal part of the stent was found to have longitudinal deformation. The procedure was completed with a 4.0x40mm non-bsc stent. There were no patient complications reported and the patient's status was stable.